Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5042367) on 06-jul-2015. The most recent information was received on 26-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), lipoma ("fatty tumor excised from the retroperitoneal lateral wall") and pelvic neoplasm ("fatty tumor excised from the retro peritoneal lateral sidewall, pelvic side wall") in an adult female patient who had essure (batch no. 6899928-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included diabetes. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polycystic ovaries ("other injury(ies) or complication :pocs/reproductive system disorder or condition type of disorder or condition: pcos"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and nausea ("nausea") and was found to have lipoma (seriousness criterion medically significant) and pelvic neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping / severe cramping"), amenorrhoea ("my periods have stopped"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("gained a lot of weight"). The patient was treated with surgery (hysterectomy full with bilateral salpingo-oopherectomy and tumor excised). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, lipoma, abdominal pain lower, amenorrhoea, weight increased, abdominal pain, vulvovaginal pain, polycystic ovaries, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic neoplasm, vaginal discharge, fatigue, dyspareunia and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, lipoma, menorrhagia, nausea, pelvic neoplasm, pelvic pain, polycystic ovaries, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted: reported removal date in pfs was (B)(6) 2010, which is also an insertion date diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2010: total bilateral occlusion, that both fallopian tubes were blocked. Most recent follow-up information incorporated above includes: on 26-mar-2019: pfs received: event per pfs: fatty tumor excised from the retroperitoneal lateral wall, patient's medical history was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and pelvic neoplasm ("fatty tumor excised from the retro peritoneal lateral sidewall, pelvic side wall") in an adult female patient who had essure (batch no. 6899928-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polycystic ovaries ("other injury(ies) or complication :pocs"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic neoplasm (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping / severe cramping"), amenorrhoea ("my periods have stopped"), weight increased ("gained a lot of weight"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). The patient was treated with surgery (plaintiff underwent hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, amenorrhoea, weight increased, abdominal pain, vulvovaginal pain, polycystic ovaries, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic neoplasm, vaginal discharge, fatigue, dyspareunia and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic neoplasm, pelvic pain, polycystic ovaries, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and pelvic neoplasm ("fatty tumor excised from the retro peritoneal lateral sidewall, pelvic side wall") in an adult female patient who had essure (batch no. 6899928) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polycystic ovaries ("other injury(ies) or complication :pocs"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic neoplasm (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping / severe cramping"), amenorrhoea ("my periods have stopped"), weight increased ("gained a lot of weight"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). The patient was treated with surgery (on (B)(6) 2016, plantiff underwent hysterectomy with bilateral salpingo-oopherectomy), surgery, surgery, surgery and surgery. Essure was removed on 7-dec-2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, amenorrhoea, weight increased, abdominal pain, vulvovaginal pain, polycystic ovaries, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic neoplasm, vaginal discharge, fatigue, dyspareunia and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic neoplasm, pelvic pain, polycystic ovaries, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr: new events: vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, fatigue, polycystic ovaries, pelvic neoplasm, dyspareunia (painful sexual intercourse) were added. Reporter, patient demographic information, product lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping / severe cramping"), amenorrhoea ("my periods have stopped"), weight increased ("gained a lot of weight"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent one or more surgeries to remove essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, amenorrhoea, weight increased, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, genital haemorrhage, pelvic pain, vulvovaginal pain and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 25-sep-2017:case classification was updated to potential legal case and new reporters was added. Product start date and stop date was added and also new events was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.